Event description:
It was reported that (2) devices were used during a laparoscopic hernia repair. It was reported by the affiliate that the pmw35 instruments stapled correctly, but would not release the staple. Another instrument was used to complete the case. There was no consequence to the pt.